Event description:
The ICD was explanted when asynchronous pacing at the programmed rate was observed. The bipole electrogram showed pacing only. The far field electrogram showed asynchronous pacing. At explant, the leads were tested and found to be normal.